Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's battery was lasting only 5 days. Customer did a possible troubleshooting for low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.